Manufacturer narrative:
Three samples were not returned. There were two cases with a method codes of analysis of production records (3331), device not returned (4114) and a result code of no findings available (3221), and a conclusion code of cause not established (4315). There was one case with a method code of type of investigation not yet determined (4118) and a result code of results pending completion of investigation (3233), and a conclusion code of conclusion not yet available (11). The manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of defective intraocular lenses (iol). The reported patient age range from unknown to 71 years. There were two female patients and one with unknown gender.

Manufacturer narrative:
Additional information provided in h.11. Three samples were not returned. There were three cases with method code of analysis of production records (3331) there were three cases with method code of device not returned (4114) there were three cases with a result code of no findings available (3221) there were three cases with a conclusion code of cause not established (4315). The manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).